Event description:
It was reported that the patient had called and reported that she was waking up exhausted and thought she might be having nocturnal seizures. No additional relevant information has been received to date.